Event description:
The clinician states that she inserted the catheter and locked the needle guard housing. She disconnected the needle guard housing from the hub and noticed that the tip or the needle remained exposed. She was able to determine that it had locked into place. Upon further inspection it was noted that the nose had broken off and remained in the hub of the catheter.